Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead received an inappropriate shock. Two days later, the device interrogation revealed the rv lead was sensing atrial activity. An x-ray was performed and it was observed that the shocking coil was pulled up into the atrium. The inappropriate shock was due to the double-counting that occurred from the dislodged lead. Three days later, a lead revision was performed; the physician did not believe the lead would remain fixated if it was repositioned, so the lead was explanted and replaced. Also, the device was explanted and replaced to avoid the potential for infection. There were no allegations against the device. No additional adverse patient effects were reported.